Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8731, serial# (B)(6), implanted: (B)(6) 2005, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 28-apr-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain, degen disc disease, herniated disc pain, and spinal pain indications for use. It was reported that they have the old handset j3 and like to know if the old handset will work with her new pump. The patient stated that the pump stopped working about a year ago. When they would get the pump refill, it would still have a lot of medication left in the pump, so it was not flowing like it usually does. The patient mentioned that they get the refill done every 3 months, so it was about 3 times, and the healthcare provider said something else was going on because they kept turning it up and it was not doing anything, so they sent the patient to another healthcare provider. The patient stated that it was the tubing. The patient received a new pump on (B)(6) 2024 but the new implant information was not in the system yet. The patient did not have the model and serial number of the new pump. The patient spoke with medtronic representative less than a week ago and the rep said, they would have to get a prescription for the new handset. The patient stated that her hcp was retiring, and she was looking for new hcp. The agent reviewed that the j3 handset is not compatible with the patient's new pump and redirected patient to their healthcare provider to further address the issue. The patient asked what she needs to do to get new handset and device register. The agent recommended the patient speak with hcp and medtronic rep. The agent reviewed new pump information was not register in the system. The agent warm transfer patient to prs. The agent reviewed hcp listing website information. The patient has an appointment with their doctor on tuesday to have the pump refilled. Additional information was received a consumer (con) stated that the patient old pump and catheter were already explanted because the catheter was clogged and had to be replaced.